Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 50 mg/dl. Customer also reported they received a change sensor alert after a calibration not accepted alert. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test and sensor failed per specifications. See attached file for more details.